Event description:
A wear point on the actuator of an ez mechanical lift failed, and the lift malfunction caused the resident to abruptly set back on her mattress. She suffered no injury, and verbalized no feelings of pain or discomfort.